Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported the customer had repeated no delivery alarms on their insulin pump. The customer also reported they were hospitalized on (B)(6) 2015 for high blood glucose. Customer's blood glucose was over 500 mg/dl. The customer's blood glucose was treated with manual injections and an insulin drip at the hospital. It was also reported the customer as throwing up prior to being hospitalized. The customer also stated they had diabetic ketoacidosis, causing their hospitalization. Customer's blood glucose was 118 mg/dl at the time of the call. The customer declined to troubleshoot and requested a replacement insulin pump. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.